Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that there was no capture and no sensing or pacing on the right ventricular lead. The physician decided to implant a new lead and explant that one. The new lead had similar issues until the appropriate placement was found. While repositioning the right ventricular lead, the right atrial lead dislodged. The atrial lead was revised and remains in use. The physician felt there was a potential issue with the patient's heart tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.